Manufacturer narrative:
Analysis results: analyzer: mechanically, electronically, sensors and liquid transport all ok no errors. Calibrations before and after incident ok. Qc before and after incident ok. Incident happen (B)(6) 2017 09:59 (analyzer sample no (B)(4)) when primary k+ measurement is very high and differentiate from the other samples from this patient (see table above). Compare the data from before the incident both on k+, na+, ca2+ and cl- there is a clear pattern where k+ increase a lot (from around 4 mm to 13 mm), na+ decrease (from around 137mm to 125 mm) and no change for cl- (from around 110mm to 110 mm). The most possible cause for the measurement differentiated is due to a hemolysis of the sample which primary affect the potassium. This is also the reason why the k+ shows response error (1070) because the sample still changes during the measurement.

Event description:
According to the complaint, on thursday, (B)(6), at 09:59 a blood sample was determined with excess potassium and lactate error. Both potassium and lactate appeared with a question mark "?" On the printout. The rest of the results were without error and therefore passed through the department. The department did not trust the results and contacted the lab. The same blood sample was determined by another abl90 and showed that all blood results were normal. At 14:03, a new blood sample from this patient has been measured and all results were normal.